Event description:
Event description cpi received information that the patient with an endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) was experiencing oversensing and inappropriate therapy. The physician elected to cap and replace the lead. The ICD was explanted because it was at elective replacement time, a new system was implanted in the right pectoral region.